Event description:
Caller stated that he was implanted with an inspire device on (B)(6) 2023 but the device failed. A revision surgery was performed on (B)(6) 2024. After surgery patient could not drink and was told its because of the numbing agent administer during surgery. The next day he went back to the hospital because he could not swallow where he spent the next two weeks. He was advised by the manufacturer that the original leads has to be removed due to the amount of scar tissue build up around it and so the patient can have future MRI's done. Pt stated that he was advised that the nerves will eventually be restored.